Event description:
On (B)(6) 2013, at (B)(6), for cardiohelp unit (B)(4) the customer reported that the unit does not pass the battery calibration. When starting the calibration the unit charges to 100% but it does not start the discharge. Changing the position of battery 1 and 2 gives the same result. Attempted the battery calibration with new batteries, also with the same result. The unit was sent for investigation and repair. The unit had a defective driver on the sensor panel. The sensor panel was replaced. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(6)2013, life cycle engineering report 733 was completed. The driver on the sensor panel that controls the battery discharge during battery calibration was defective. The sensor panel was replaced. (B)(4).